Event description:
Pt had left shoulder arthroscopy on (B) (6) 2005 and experienced post operative discomfort and burning sensation in joints. MRI of left shoulder revealed mild edema. In (B) (6) 2006 pt experienced left shoulder pain; developed chondrolysis and synovitis. On (B) (6) 2006, pt had shoulder debridement and surgeon removed 4 large loose bodies approx 1 cm x 1 cm. Pt had last surgical procedure on (B) (6) 2007.

Manufacturer narrative:
No product is being returned for eval. (B) (4). (B) (4).